Manufacturer narrative:
Remote support provided.

Event description:
Philips received a complaint on philips heartstart mrx defibrillator indicating that the battery is low. There was reportedly no patient involvement. After conducting a thorough investigation, the biomedical technician confirmed that the battery was low. Therefore, the technician accepted the shipment of mrx kit - lithium-ion battery spare parts from philips to replace the defective battery. The device remains at the customer's site. No further action is warranted at this time.